Event description:
During a lobectomy procedure, the patient side of the staple line was not stapled, which caused bleeding of 200cc. The procedure was completed by additional sutures. There were no adverse consequences to the pt.